Event description:
Customer reported that pump "keeps shutting off". An oncology home patient reported that 2 hours after arriving home from the treatment center the pump had shut off without alarming. This patient was receiving continuous infusion of a chemotherapeutic agent and had been trained to obsere pump frequently for proper operation. Pt was able to restart the pump so there was no lost therapy time. Pt then returned to the center where pump was exchanged. The pump was then sent to product services for evaluation.

Manufacturer narrative:
Evaluation: unit did not lose power during evaluation. Unit passed all performance tests. The complaint could not be duplicated.